Event description:
The patient reported exposed wires of the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Investigation was halted due to discovered infestation. A product evaluation is not possible for this complaint. The reported issue with exposed wires on the power supply is inconclusive. The root cause was undetermined.